Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. The patient was not reimplanted with a new device.